Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:303345 and batch#: 4178837. It was reported by customer that 2 bx 303345 are breaking when trying to administer a vaccine. Verbatim: rcc received a complaint via email. Lot box 4178837. 2 bx 303345 are breaking when trying to administer a vaccine.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported pieces of the vaccine stopper were cut and went into vaccine. To aid in the investigation, one hundred ninety-one samples in sealed packaging blisters were received for evaluation by our quality team. Eighty samples were randomly selected for investigation. A visual inspection was performed, and no cracks or damaged were observed to the cannula tip. There were no defects or imperfections. A device history record review was completed for provided material number 303345, lot 4178837. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Event description:
Additional information received by customer: in further speaking with the charge nurse, she said that when she was drawing up the vaccine with the plastic cannula it was not easy to use. Had to put more pressure to push into the vaccine rubber stopper. Pieces of the vaccine stopper were cut and went into vaccine. Vaccine vial was unusable.

Manufacturer narrative:
Follow up MDR for additional information received by the customer. Following the submission of the initial MDR, additional information was received (see b5). Annex a code updated to reflect additional information.